Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and a bolus via the pump was delivered to address the bg. Initially, the customer thought that the pump was not delivering insulin. After a pump system check was performed, the pump was found to be functioning properly and the customer no longer thought the pump was cause of the high bg. The customer declined to remove the infusion set site for inspection and thought it was "okay". Tandem technical support advised the customer to discuss the event with a healthcare provider.